Event description:
It was reported on (B)(6) 2022, doctors in the department of intensive care medicine indwelled the central venous catheter for the patient, and found cracks and blood leakage at the indwelling catheter interface when they started treatment. If the same failure occurs when the same catheter is indwelled on another patient by the night shift doctor, it should be replaced and reported immediately. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.